Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was not properly illuminating.

Manufacturer narrative:
Alleged failure: not properly illuminating. Probable root cause: same fibers and diodes used as previous products due to acceptable reliability qc inspection process. Visual information also available to user. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the device was not properly illuminating.